Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device preparation, the pacemaker was unable to be interrogated. An error message was noted when attempting to interrogate via rf telemetry. The device was not used and exchanged. After the exchange, the initial device could communicate with the use of the programmer's wand. The patient was stable.

Manufacturer narrative:
Final analysis found the reported field event of rf telemetry anomaly was confirmed in the laboratory. Upon receipt, it was noted that the merlin programmer with rf transceiver crashed and displayed an error message due to bit flipped from hardware error code reset. The device was tested on the bench and it was noted that the rf telemetry was in an anomalous state. The cause of the anomalous state could not be determined.